Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) : no code available (secondary surgery, lens exchange). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.0 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens and presence of residue on the product. Visual inspection found the lens haptic torn and presence of residue on the lens surface. (B)(4)